Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia, vomiting, headache and daze. The customer was also reported a difference between sensor glucose and blood glucose values. The customer treated hyperglycemia through intravenous fluid administration with the aid of a pump. The customer treated diabetes ketoacidosis in hospital. The event involved product(s) mmt-7040a. Troubleshooting was performed for difference between sensor glucose and blood glucose values. The blood glucose value was 478 mg/dl and the sensor glucose value was 378 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Insulin delivery was not suspended due to sensor glucose value. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode/smartguard feature active at time of high blood glucose event. Customer declined to continue with troubleshooting. No further patient complication was reported. No product return is required for mmt-7040a.